Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin 1 on u1 keypad assembly. Device received with corroded battery tube, cracked keypad overlay, faded serial number label, pillowing keypad overlay, minor scratches on case, cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had vibration mode stopped working and hardware low level failures alarm. The insulin pump was getting loader when rewinding the insulin pump and filling tubing. No harm requiring medical intervention was reported. The customer was declined to troubleshooting. The device will be returned for analysis.